Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the balloon used for dilation had a leak. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the balloon used for dilation had a leak. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Additional information received on january 8, 2026 it was reported that the upn and lot number for this device were unknown.

Manufacturer narrative:
Block h2: (additional information) additional information: block a3b (gender), block b5 (describe event or problem), block d4 (model number, lot number, catalog number, expiration date, unique identifier (UDI) #), block g4 (premarket / 510(k) #), and block h4 (device manufacture date) have been updated. Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.